Manufacturer narrative:
A device history record review was completed for provided material number 309110 and lot number 2305159. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) syringe sample was returned for evaluation by our quality team. Through examination of the sample, leakage was observed in the middle of the syringe. It has been determined that the leakage resulted from damage to the plunger component. This type of damage can be produced during the handling of the product through the manufacturing process or within the plunger assembly machine. The exact point of damage during manufacture could not be determined at this time. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
Customer addressed the defect in the medical material: two-part syringes of 10 ml and 20 ml. In recent months, a defect has been recurring, when it happens that two-part syringes of 10 ml and 20 ml leak when applying the substance. Recently, the described defect occurred with the syringe 10 ml lot 2305159 during the application of contrast material at the magnetic resonance imaging methods clinic, a situation occurred when the contrast material flowed outwards through the piston. The laboratory technician was wearing gloves, but even so there is a risk of splashing the contrast agent and also of an uncontrollable amount of injected substances into the patient's vein, which is calculated based on the patient's weight. The contrast agent contains components that are very sticky in air. In this way, the quality of the material and comfort for the patient and for the medical professionals are not fully fulfilled. Please give your opinion on the given problem. In the case of further and more frequent repetitions of the syringe malfunction, we are obliged to ensure the supply of the syringe from another supplier, so that the quality is completely fulfilled and we do not threaten medical professionals and patients with defective material. The damaged material is stored in the office of the head of szm unfortunately for the 20ml syringes, the customer does not report exact amount of products, nor the specific batch or po. They had just similar complaint with having the same problem since about 07/23.

Manufacturer narrative:
Device problem code: a050401 - fluid/blood leak. Patient problem code: f26 ¿ no health consequences or impact. (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.